Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt sample that was generated by the access 2 instrument. A pt sample was tested for tni and a result of 0.11 ng/ml was obtained. The result was not reported out of the lab. On the same day, the original sample was tested for accu tni on another instrument in the customer's lab and the result was 0.01 ng/ml. The customer re-tested the original sample for accu tni on the access 2 instrument and obtained an elevated result of 2.02 ng/ml. The customer then re-tested the original sample on the access 2 instrument once more and the result was 0.03 ng/ml. There was no pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.

Manufacturer narrative:
Qc and sys check performed prior to the event were within specs. The sample was collected in a greiner, 13x100, lithium heparin, plastic, gel tube. Customer is not sure if the tube was adequately mixed at the time of draw, as specified by the tube MFR. The specimen was centrifuged in a statspin centrifuge at 4,500 rpm for 5 mins at ambient temperature. Per tube MFR, a swing bucket rotor centrifuge type is recommended for more stable gel separation and centrifugation to be performed at refrigerated temperature. A field svc engineer (fse) was dispatched to the customer's lab in 2007: the fse replaced several hardware components and performed diagnostic testing which partially failed. The fse replaced aspirate probes and associated tubing and then repeated the diagnostic testing which passed. The fse verified repair per established procedures. Results met published performance specs. Although hardware issues addressed by the fse and pre-analytical factors may have contributed to this event, a clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.